Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the stimulator was not functioning and needed an MRI. The patient reported that she was trying to have an MRI of her hip, and the ins is not functional. The patient explained that the ins is totally discharged, and that issue started at least two years ago. The patient reported that she met with her manufacturer representative (rep) who attempted to jump start the ins. The patient noted that the ins worked for a day, but soon quit working. The patient did not know the name of the rep or the approximate date that she met with the rep. The patient states that she was told by this rep that if the ins quit working again, then the patient would have to have the ins replaced. It was recommended the patient follow-up with the managing hcp to get the ins checked. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that lead to the ins discharging and being non-functional was the patient was not feeling like they were getting relief from the stimulator so they did not charge it properly and when they started having even more pain they decided to use it again. They stated that at that point they realized the device would not charge back up. The patient met with manufacturer representative (rep) at the doctor¿s office and they stated that they worked on their stimulator for three hours. They stated that they got it back, but it only lasted for about one day. It was no further actions were taken or were planned to be taken to resolve the issue. No further complications were reported/anticipated.